Event description:
Boston scientific received information that during the device replacement procedure; the existing competitor right ventricular lead was connected to this pacemaker with the same programmed settings as the previous device. The lead measurements were normal; however, shortly after the lead was connected to the new device, pacing stopped and external pacing was required. The lead was removed from the device and tested with the competitor's pacing system analyzer (psa). All lead measurements were normal. The terminal pin was cleaned and connected to the new device again; however, the same issue occurred. No pacing was delivered. The device was removed, replaced, and returned for analysis. The procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
To date, the attempted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.